Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed visual inspection and found the sensor cannula broken with the broken part missing. It could not be confirmed if the customer received the sensor in said condition due to the customer returning an opened/used product.

Event description:
The customer reported via phone call that her sensor alarmed with change sensor. The patient's blood glucose at the time of incident was 139 mg/dl. Troubleshooting occurred for the bad sensor alert and when the customer was advised to remove the sensor she found that it was bent and had blood on it. The sensor was returned for analysis and a replacement sensor was shipped to the customer.